Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer had a blank screen display and was not able to use keypad. Customer's blood glucose was 129 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Unable to perform the occlusion test due to a motor error alarm. The pump had normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The pump passed the unexpected restart test and no unexpected restart error alarm was noted during testing. The pump was received with intermittent button response due to a flattened esc button, act button and up arrow button dome switch. The keypad connector was fully locked. The pump had a cracked case at the display window corner and minor scratches on the lcd window.